Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -12.5 diopter was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a toric model, same size lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Additional information: d9: lens returned 20-feb-2023. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).